Event description:
The patient, who was enrolled in the pms 2000 study at index, had two cypher stents implanted in two different arteries. A 3.0 x 18mm cypher stent was implanted in the distal circumflex artery and another was implanted in the obtuse marginal branch. Eight months later,a follow-up coronary angiogram was performed anf revealed an in-stent restenosis of 83% in the distal circuflex artery with a timi flow of 2 and also a 41% restenosis in the obtuse marginal artery which had a timi flow of 3. The patient was asymptomatic. Nine months after index,a percutaneous translumenal coronary angiopalsty was performed to treat both restenotic lesions. A kissing balloon technique was conducted using two 2.75 x 15mm balloons at both lesions for 12atms for 16 seconds. Then a 3.25 x 12mm balloon was inflated at 22atms for 20 seconds at the distal cicumflex artery. The residual % of stenosis was less than 25%. Two days later,the patient was discharged from the hospital.